Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited greater than 3000 ohms and no capture at maximum output. In addition, pacing was not delivered when required and high pacing thresholds were noted. Moreover, the terminal end of this rv lead was noted to be broken. This rv lead was abandoned surgically. No additional adverse patient effects were reported.